Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the ltv2 2150 ventilator had a reset alarm during patient use. The customer stated that the patient was removed from the suspect device and placed on a backup ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Result of investigation: vyaire medical was able to confirm but was not able to duplicate the issue - unit had crc (reset alarm) during operating. Visual inspection of the uut (unit under test) found no indications of damage or misuse. The uut was installed on a test stand as received to undergo testing. Procedures and equipment were used in the evaluation. When the uut's battery was tested before being connected to external power, it showed an internal battery charge level of 88% and 'no installed removable battery'. The uut was started in vent check mode while running on the internal battery, and a post and event trace were generated. A review of the event trace found 1 occurrence of crc (e41) at event trace: 65. The uut started and was allowed to cycle in the configuration it was received in when put into normal mode. The uut was discovered to recognize a removable battery and indicate the proper status of charge during troubleshooting. A successful display of all battery and power supply statistics was achieved with the battery ops selected. When the uut was opened, a brief investigation of the internals revealed no loose hardware that might have caused a short. All ribbon cables and wired connectors were found to be set and locked. The power pcba voltages were all present and of good quality. Prior to kitting, the uut underwent its final test on (B)(6) 2019, passing on all counts. The uut was tested and found to function to expectations.